Event description:
It was reported that the patient experienced a return of her pain. Reprogramming of the device was attempted and all impedances were greater than 4,000 ohms. The device was replaced. Further info is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.